Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 400 mg/dl but insulin pump showed below 65 mg/dl, customer took manual shot of 15 units. Customers other blood glucose value was 568 mg/dl. The insulin pump will not returned for analysis.